Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation for running sporadically. Reliability engineering evaluated the device and observed that the device ran sporadically (starts to run then stops), the triggers were sticking, the electric motor was running intermittently and rotating roughly (vibration) and the coupling head and trigger components were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device was making sporadic movements in one direction. During in-house engineering evaluation, it was observed that the device triggers were sticking, the electric motor was running intermittently and rotating roughly (vibration) and the coupling head and trigger components were worn. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.